Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b7, h6.

Event description:
The patient's explanting institution reported "capsular contracture" baker grade unknown, "a buildup of fluid in the area of the right breast", "swelling and pain", and "histological examination revealed a bia-alcl of the right side". This record is regarding the right side. Diagnose made through aspiration cytology, capsular biopsy. Histopathological markers are now fully reported and specific (cd30 positive and alk negative). Therefore, lymphoma-alcl is confirmed. The device has been explanted. Alcl treatment: explant surgery, capsulectomy with subcutaneous mastectomy.

Manufacturer narrative:
Explanting physician: (B)(6).

Event description:
The patient's explanting institution reported "capsular contracture" baker grade unknown, "a buildup of fluid in the area of the right breast", "swelling and pain", and "histological examination revealed a bia-alcl of the right side". This record is regarding the right side. Diagnose made through aspiration cytology, capsular biopsy. Histopathological markers are now fully reported and specific (cd30 positive and alk negative). Therefore, lymphoma-alcl is confirmed. The device has been explanted. Alcl treatment: explant surgery, capsulectomy with subcutaneous mastectomy.

Event description:
Baker grade for capsular contracture was reported to be IV.

Event description:
Histopathological markers are now fully reported and specific (cd30 positive and alk negative). Therefore, lymphoma-alcl is confirmed.

Event description:
The patient's explanting institution reported "capsular contracture" baker grade unknown, "a buildup of fluid in the area of the right breast", "swelling and pain", and "histological examination revealed a bia-alcl of the right side". This record is regarding the right side. Diagnose made through aspiration cytology, capsular biopsy. Markers confirmation: cd30 positive. All pathological markers were not reported. The device has been explanted. Alcl treatment: explant surgery, capsulectomy with subcutaneous mastectomy.

Manufacturer narrative:
Cont. H.6: f2201 and f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture, seroma, lymphoma-alcl" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma, lymphoma-alcl device details: type 410mm, 242936.